Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced display anomaly and insulin flow blocked alarm. The customer's blood glucose value was 223 mg/dl. The customer stated that they received insulin flow blocked alarm and the screen started flashing white. The customer changed the battery and it did not help. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.